Event description:
A balloon was delivered over the guide wire to a lesion in the lower extremity. After angioplasty the balloon could not be removed from the wire. The wire and balloon had to be removed together resulting in uncrossing the lesion. Manufacturer response for hydrophilic guide wire, hydrophilic guide wire (per site reporter): mfg would like to test device. We will make arrangements with mfg to return device for inspection.